Event description:
The pivot pin was found broken before use on a patient. Therefore, a new applier was used instead.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-piece lot in june of 2020. Evaluation of the returned instrument shows that the jaws are slightly loose but not misaligned in the closed position. Further evaluation shows that the handle to jaw and knob rotation mechanisms are both dry and sluggish feeling and in need of proper lubrication. Visual examination of the jaw pivot pin shows that it is very slightly recessed into one side of the outer tube assembly but is not loose of broken in any way. We are unable to validate the alleged complaint. Functional testing shows that this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. We are unable to determine what caused the knob rotation and handle to jaw mechanisms to become dry and sluggish feeling and for the jaw pivot pin to be very slightly recessed into the outer tube assembly on one side and for the jaws to be slightly loose but lack of proper lubrication and mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The pivot pin was found broken before use on a patient. Therefore, a new applier was used instead.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.